Event description:
The user facility reported that during a patient procedure the picture archiving and communication system (pacs) input was not working. A procedure delay was reported. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the hdmi cabling that connects the hv1000 integration system required rerouting. The technician rerouted the hdmi cabling, tested the function and operation and confirmed the device to be operating to specification. The integration system was returned to service, and no additional issues have been reported. UDI related data clarification-this integration system qualifies as a medical device data system (mdds).